Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported problems sleeping/breathing. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged problems sleeping/breathing, headaches,coughing,nasal also throat irritation,nasal/throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section e1 (missed to capture patient phone number in previous report), h6 (health effect - clinical code missed to capture problems sleeping in previous report) has been updated/corrected and h6 (type of investigation,investigation findings, investigation conclusions) has been updated in this report.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging the patient also having headaches,coughing,nasal also throat irritation,nasal/throat irritation or soreness . The medical intervention was not specified.